Event description:
The customer reported that there was a fluid (erythrolyse) leak of approximately 3 ml from the coulter® hmx hematology analyzer w/ autoloader. The leak was contained. The customer also reported that there was no differential results recovered on quality control samples and the diff background was failing. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
H6:the field service engineer (fse) indicated that he replaced black I-beam tubing going through pv27, resolving the leak. (B)(4).